Manufacturer narrative:
Correction: it was reported in the initial emdr that the date of event was (B)(6) 2017. However, the correct date is (B)(6) 2017. Has been corrected to (B)(6) 2017. Additional information received defined that the report of mechanical complication was that the patient complained of fluctuating vision interfering with driving, which was the reason for explant. Also, an email address of(B)(6) was provided. No additional information was provided. The following sections have been updated accordingly. Email: (B)(6). (B)(4). Device available for evaluation?: yes, returned to manufacturer on 09/21/2017. Device evaluation: the product was returned to the manufacturing site for evaluation. The product was inspected by a qualified inspector using 12x magnification. It can be seen that the haptic was cut off most probably to make explant possible. There were no other anomalies found. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Attempts have been made to additional information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 18.5 diopter intraocular lens (iol) was implanted into the left eye (os) on (B)(6) 2017. It was later explanted on (B)(6) 2017 due to mechanical failure. Reportedly, there was no vitrectomy or sutures used. However, a new incision was required. The leading haptic was amputated and the optic was removed whole. Also, there was no patient injury. No additional information was provided.